Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited "cassette not attached properly". Status of the product at the time of event was during set-up. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) sensor was non-reactive, the dso seal was delaminating, and the upstream occlusion (uso) sensor was intermittent. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal, dso sensor and uso sensor were all replaced.